Event description:
Analyzer associated incorrect pt demographics with a sample result. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.